Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure the aortic cutters, 5-pack (3.8mm) unlock button was too stiff to unlock. A new aortic cutter was put out, and the surgery was completed without any problems. There is no damage to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.